Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tube clamp could not be unlocked. The device was not changed out, as the customer used the tube clamp to push the button, and were able to lock the tubing in place. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.